Manufacturer narrative:
The device was returned for evaluation. The malfunction of the plate/screw system was induced by user error. Excessive torque applied to the screw by the surgeon deformed the screw hole causing the screw head to advance through the plate.

Event description:
It was reported that the surgeon advanced a screw through the resonant plate, causing the plate and screws to be removed and replaced.